Manufacturer narrative:
H6- device evaluation: lens was returned dry with debris on product, in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Debris throughout the lens was observed. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that a 12.1 mm vticmo12.1 implantable collamer lens of -12.0/4.5/095 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2023. Post-op 2 months lens repositioning was performed due to lens rotation not associated to a low vault but the problem did not resolve. On (B)(6) 2024 the lens was exchanged for a longer length lens of different power and the problem resolved. The cause of the event was reported as unknown.